Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 26-apr-2009, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving dilaudid (6 mg/ml, 2.5 mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the doctor aspirated the catheter in the office via the catheter access port and was not able to get any flow. The catheter was completely explanted and replaced. It would not be returned, as the customer discarded it. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was "alive - no injury." There were no reported symptoms. No further complications were reported.